Event description:
Patient was defibrillated a total of 31 times during several code events over a short period of time. When the defibrillator pads were removed, there was a reddened outline in the shape of the pads with some blistering.